Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that since implant of the implantable cardiac monitor (icm) three pause episodes have occurred. The first episode from the first day after implant, shows loss of contact. The other episodes were due to big differences in the r-wave amplitudes and undersensing. The r-wave difference got smaller indicating at the beginning the pocket might be too big resulting in movements of the icm, loss of contact, and a pause episode got registered. The sensitivity was increased and the device remains in use. No patient complications have been reported as a result of this event.